Manufacturer narrative:
H6- continued: health effect clinical code: 1946 laceration(s), 1888 hemorrhage/bleeding health effect impact code: 4614 serious injury/ illness/ impairment medical device problem code: 3190 insufficient information component code: 525 tubes. Type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation investigation conclusions: 11 conclusions not yet available. Pentax medical apac performed a good faith effor(gfe) to gather additional information regarding this event and responded an email on 18-dec-2024. Was there any issue with the blade protruding from the endoscope, or has the cause already been confirmed as the bending rubber part? No.due to the malfunction endoscope had been sent to third party for repair, we did not know the actual location, our engineer surmised that it may be ift rubber broken. Regarding the tingling sensation, could you please confirm the following details: how strong was the tingling sensation? (Was it a slight discomfort or strong pain?) It was a slight discomfort. How long did the tingling last? (Did it subside quickly or persist after the examination?) It subsided quickly. Was there any mucosal injury at the site where the tingling was felt? (Yes or no) yes, there was a slight blood, so that the patient felt tingling, the doctor immediately stopped the bleeding, then changed another endoscope to complete the examination. And the patient discharged on that day, no other problem happened. Did the tingling sensation subside afterward? Yes. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pebntax medical became aware of an event in china within the apac region on 10-dec-2024. When the customer was using the endoscope to examine the child(age not provided), the child gave feedback that there was tingling during the examination and the examination was suspended. The user changed to a backup endoscope to complete the examination operation, and the complaint device was reported for repair. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
H6 continued: health effect clinical code: 1946 laceration(s), 1888 hemorrhage/bleeding health effect impact code: 4614 serious injury/ illness/ impairment medical device problem code: 1069 break component code: 525 tube type of investigation : 10 testing of actual/suspected device, 4110 trend analysis, 3331 analysis of production records investigation findings : 3221 results pending completion of investigation conclusions : 4307 cause traced to component failure there was an error in the initial report. In item b5, the company name was incorrectly written as "pentax medical," but it should be corrected to "pentax medical." Evaluation summary: event that occurred is ift rubber broken. The pentax engineer checked with facility staff. The malfunction was found during use. The examination was completed with a backup device. The outer rubber of ift was broken. Confirmed again with the engineer, his feedback is that it doesn't seem to have much to do with equipment, but facility will also not admit that the injury may cause by doctor's use. Based on the investigation, the local subsidiary confirmed that there was no damage to the braid, but because the repair was carried out by a third party, the exact location and cause of the damage could not be identified. The device was repaired by the third party and returned to the facility. Reminded the facility that the daily operation and reprocessing procedure should be regulated in accordance with the IFU, and pentax medical engineer checked that the device was in good condition. Investigation completion and return date: 20-dec-2024. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 06-jun-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 28-aug-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.